Event description:
Customer reported via phone call to have received a no delivery alarm. During troubleshooting, customer was assisted in performing a 5.0 unit fixed prime. Insulin did exit with fixed prime at first attempt. With second prime, no delivery was received when customer got to 2.2 units. Customer was advised that infusion set may have been occluded and site may have been a problem. Customer was advised to change set and to call back should issue persist.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.